Event description:
It was reported that during the removal of the patient's lead, two of the electrodes "got broken". Additional information received on (B)(6) 2012 reported that the electrodes were in fact not damaged. However, the extension wire was cut in two underneath the skin. The patient was feeling the therapy fine because there was no damage to the electrodes.

Manufacturer narrative:
Analysis of the extension found that all the extension body conductor wires were cut and the extension was segmented. Circuit #0 and #3 conductor wires were also noted as cut. No significant anomaly was found.

Event description:
Additional information received reported that the extension was explanted on (B)(6) 2012 and that when "removing the extension wire during implant, two of the wires were severed." It was also stated that the "lead/extension/accessory" had "breakage." It was noted that the device was used in the patient. It was also noted that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID neu_unknown_ext, product type; extension. Product ID 3889, lot# va01xeb, + product type: lead. (B)(4).